Manufacturer narrative:
MDR 2517506-2019-00453 was filed on 03-dec-2019. Mdrs 2517506-2019-00452 and 2517506-2019-00454 were filed for the same event. Additional information (04-feb-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided. Additional information was requested from the customer, including message logs, clot check data, chem data, filter data and loci data. The requested data was not provided. No product problem was identified. The instrument is operational. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Supplemental mdrs 2517506-2019-00452 and 2517506-2019-00454 were filed for the same event.

Manufacturer narrative:
Mdrs 2517506-2019-00452 and 2517506-2019-00454 were filed for the same event. The customer contacted the siemens customer care center (ccc) and reported an elevated cardiac troponin I (tni) patient result was obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
An elevated cardiac troponin I (tni) result was obtained on a patient serum sample on a dimension exl 200 instrument. The result was reported to the physician(s) who questioned the result. The tni result obtained was considered correct based on the patient's previous history of a (B)(6) tni result. There are no known reports of patient intervention or adverse health consequences due to the elevated tni result.